Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device analysis findings: agent dcb mr 2.50 mm x 30.00 mm, batch #11100h24 was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified a hypotube break 8.2cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established.

Event description:
It was reported that a shaft break occurred. A 2.50 x 30 mm agent drug-coated balloon (dcb) was selected for use. It was noted that the shaft had broken.

Event description:
It was reported that a shaft break occurred. A 2.50 x 30 mm agent drug-coated balloon (dcb) was selected for use. It was noted that the shaft had broken.